Event description:
The hosp reported that during preparation for an endoscopic vein harvesting procedure, the picture on the monitor was not clear enough when the dissection tip on the vasoview 7 xb was attached to the endoscope. It was believed that it was caused by humidity inside the dissection tip. A replacement device was used to complete the procedure.

Manufacturer narrative:
The complaint device will reportedly not be returned to maquet cardiac surgery for investigation; therefore, it could not be evaluated. While the requirement for evaluating a retain sample for disposable devices (excluding cardiopulmonary tubing packs and vascular grafts) became effective on (B)(4) 2013, the process and logistical requirements for pulling, storing and managing retain samples were not established until (B)(4) 2014. Therefore, it is not possible to evaluate a retain sample for complaints reported against batches/lots manufactured before (B)(4) 2014. A warehouse search was performed using sap and no inventory was found for the subject lot. A retain sample from a similar lot (lot # 25097980) was fully tested and found to be acceptable. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).